Manufacturer narrative:
Device analysis report. This report is submitted on march 7, 2024.

Event description:
Per the clinic, the device was explanted on (B)(6) 2023 due to no stimulation from the device. There are no plans to re-implant the patient with a new device as of the date of this report.

Manufacturer narrative:
This report is submitted on january 26, 2024.